Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch reports, abbott clinical analysis revealed that there was a 90 degree bend off the left main and the lesion was highly calcified. The guiding catheter was deeply cannulated into the left main and just proximal to the 90 degree bend of the circ takeoff. This made any pullback of a stent into the guide very difficult because it would be very difficult to get a co-axial entrance of any stent coming back into the guide at that angle. Stripping of a stent in this situation is a risk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on cine analysis, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid circumflex (cx), pre-dilatation was performed with a 2.5 nc trek dilatation catheter. A 2.75x28 rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion and was withdrawn from the patient anatomy. Pre-dilatation was performed again and the 2.75x28 rx xience xpedition sds was re-advanced but could not cross the lesion. During withdrawal of the 2.75x28 rx xience xpedition sds resistance was felt; however, no excessive force was applied and the stent dislodged immediately upon the reported resistance that was felt in the proximal cx. Reportedly, guide wire access was lost so the physician was unable to try and snare the dislodged stent. Reportedly, the physician re-wired using a buddy wire technique with two balance middleweight (bmw) universal guide wires. A 2.0 nc trek dilatation catheter was advanced and inflated to crush the dislodged xience xpedition stent to the vessel wall in the proximal cx. A whipser guide wire was advanced to the target lesion and a 1.5 nc trek dilatation catheter was advanced and inflated for additional dilatation. A 2.5x14 non-abbott stent was advanced and implanted in the proximal to mid cx overlapping the xience xpedition stent. A 2.5x18 non-abbott stent and a 2.75x12 non-abbott stent were advanced and implanted to treat the target lesion in the mid cx. There was no adverse patient sequelae. Due to the additional dilatation required and the three additional stents being implanted in the cx, there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.